Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected field: h4. Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period.

Event description:
It was reported that prior to use the display on the cs300 intra-aortic balloon pump (iabp) had a line going through it. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit for the reported "display has lines going through it", to fix the issue the fse replaced the pcb inverter dc to ac which corrected the lines that were on the display. He then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.